Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure was performed when the issue occurred, and the procedure was aborted, and it got completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that system unable to perform fluoroscopy. After reviewing log file, fse found that errors with phase 1 in generator. Upon troubleshooting fse found errors with phase 1 in generator and pdu (power distribution unit) mim. The cause of the pdu (power distribution unit) failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced mim module in the m cabinet pdu (power distribution unit). After replacement of mim module, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.